Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) received a notification through ethicon related to one unit of vistaseal 10ml, batch number unknown, where it was reported that they were unable to remove the gray caps off the syringe. A second device was used to complete the procedure. There were no adverse consequences for the patient. Upon the reception of the notified incident, it was requested additional information such as the batch number of the affected unit, the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. To date, no additional information was received neither the involved device. Since the basic information listed above has not been received from the complainant and there are no pictures available to date, it has not been possible for ig to perform a proper investigation. Based on this, we proceed to close the complaint. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. What is the lot number? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? 7. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2025 and absorbable hemostat was used. During the procedure, they were unable to remove the gray caps off the syringe. Case was completed with a like device. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d5. Event description corrected event description: it was reported that a patient underwent a laparoscopic procedure on (B)(6) 2025 and a fibrin sealant preparation device was used. During the procedure, they were unable to remove the gray caps off the syringe. Case was completed with a like device. No adverse patient consequences were reported. Additional information was requested this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.